Manufacturer narrative:
Per good faith effort (gfe) response, it has been confirmed that the battery is not providing power. There was no error code observed. During troubleshooting, they replaced the battery with a known good battery, and it was confirmed that the battery resolved the issue. However, the repair could not be completed due to the replacement battery is on global hold. It is unknown when the repair will take place. Once replaced, the device will go back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed an error message that the battery is not providing power. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Battery problem has been ruled out. It is recommended to check the power supply and power distribution board. The recommended parts ID power management printed circuit board assembly (pcba) to be replaced. The rse dispatched a field service engineer (fse) to the site for repair. Investigation is ongoing.

Manufacturer narrative:
(B)(6).